Event description:
Reporter alleged that she passed out and then obtained the following readings on the compact plus system: 78 mg/dl at 10:37 75 mg/dl at 10:39 87 mg/dl at 11:24 95 mg/dl at 11:47 reporter alleged that when the emts arrived, she also obtained a result of 203 mg/dl on the same compact plus system compared back to back with a result of 87 mg/dl on a professional system when testing was performed within 10 minutes. The result of 95 mg/dl taken at 11:47 on the compact plus was also obtained within 10 minutes of the 203 mg/dl and 87 mg/dl results. Reporter stated she was taken to the hospital and was given a sandwich and juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.